Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead explant procedure due to inadequate stimulation. As the disease progressed over the years, the patient required increased stimulation. The patient experienced bradykinesia and rigidity as a result of the inadequate stimulation. The physician elected to revise the lead placement to a more optimal location, providing a better therapeutic window, since the initial lead placement was too deep to offer long-term benefit. The patient is doing well postoperatively. The explanted device will not be returned to boston scientific for analysis, as it was retained by the facility.